Event description:
Pt has 3 vessel CABG. Sometime during the procedure, it was noted that a bull-dog clamp was missing. An x-ray taken intra-op indicated the clamp to be in the left chest cavity, but the surgeon couldn't remove it because he was causing damage to the incisions. Eight days later, the clamp was removed in surgery with no further problems.

Manufacturer narrative:
The product will not be returned to the MFR. It is being held at the hosp by the risk mgmt dept. A second surgery was performed 8 days after the initial surgery to removed the spring clip. The pt is doing fine and there were not complications. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard mfg and testing procedures. As a result, we are concluding our investigation and closing this incident life.